Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 27 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they had already talked to their health care provider about issues with high blood glucose but they had just started having issues with unexplained hypoglycemia. The customer stated that the weather was very hot so it is possible that the weather may have something to do with the low blood glucose. The customer had already done auto tests on their insulin pump and the found no malfunction. The customer did not return the product back for analysis.